Event description:
Laparoscopic hysterectomy uncomplicated until closure- the vaginal cuff was closed with endostitch device and when back suture to lock the suture in place occurred the needle when toggled was embedded in tissue and dislodged from the endostitch device- upon removal suture broke off of the needle which remained retained in cuff- multiple attempts completed to remove needle vaginally and laparoscopically- c- arm fluoroscopy performed showing the needle in situ left by pubic rami where concern needle in vaginal cuff noted. Unable to be palpated or located in resected tissue. Magnet used to try and locate in tissue laparoscopically and vaginally and unable to be found. Tissue resected but given close to bladder edge and nearing vascular pedicle decision was made to abandon removal and cuff was closed vaginally.